Event description:
It was reported that the patient was experiencing difficulty charging the ipg, as the charger was not coupling to the ipg area. X-ray confirmed that the ipg was sitting crooked in pocket. The patient underwent an ipg revision procedure wherein the ipg was repositioned to allow better charging. The patient was doing well postoperatively. The device remained implanted.